Event description:
It was reported that when using a mouse to scroll through the patient jacket palette and then using the mouse wheel double click in the work modes palette in order to display an exam, a different exam will display. The radiologist may not notice that the wrong exam has displayed, which could lead to a potential misdiagnosis. There were no reports of adverse events or patient injury reported to be associated with this incident.

Manufacturer narrative:
A follow up MDR will be submitted when the device evaluation has been completed.